Manufacturer narrative:
Evaluation summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company representative replaced the pneumatic interface module assembly (part #0997-00-0582)/ the iabp was tested to factory specification. It functioned normally and was returned to the customer. The pneumatic interface module assembly replaced was rec'd by the manufacturing facility at (B)(4) and is on evaluation. A supplemental medwatch report will be submitted when add'l info becomes available. (B)(4).

Event description:
During a routine check of the iabp by the company representative it was observed that the iabp wouldn't auto fill while doing b.07 software upgrade. No patient was involved.